Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. The guide wire will be analyzed as part of this complaint investigation. The lidstock was also returned. Signs-of-use in the form of biological material was observed on the returned catheter. Visual analysis revealed that the guide wire contained two major kinks around the middle of the wire. No other defects or anomalies were observed. The kinks on the guide wire measured 305mm and 325mm from the proximal end. The guide wire total length measured 601mm which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .806mm which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was inserted through the returned cvc. Minor resistance was observed due to the kinking; however, the guide wire was eventually able to pass completed through the catheter. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply undue force on guidewire to reduce risk of possible breakage". The IFU also states, "if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire contained two kinks around the middle of the wire. Microscopic examination confirmed the damage. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was kinked during patient puncture. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the spring wire guide was kinked during patient puncture. No patient harm reported. The patient's condition is reported as fine.